Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm during normal insulin pump use. The customer stated that the insulin pump was neither bumped, dropped nor exposed to a strong magnetic field such as a magnetic resonance imaging machine. The customer's blood glucose was 185 mg/dl. The customer was unable to complete the rewind process. Advised to revert to back-up plan per healthcare provider's instructions. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, prime, excessive no delivery alarm, or occlusion tests due to the motor error alarm. The pump also had a broken belt clip slot, a stained end cap sticker, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the lcd window.